Manufacturer narrative:
Event date is an estimate. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's l5 lead provided no stimulation. As result, the lead was explanted and replaced on (B)(6) 2021. Effective therapy was established post-operative.